Event description:
The pt received her scs system on (B)(6) 2008. It was reported that the pt has stimulation, but cannot change to another program for better coverage. Several attempts were made but to no avail. The pt can turn up the stimulation but needs more in her back. The charger will no longer locate the ipg. It was stated that the pt had an unrelated surgery in december 2010 and has not charged the device since that time frame. Attempts to gather add'l info have been unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.